Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred when going through the load process. Reportedly, the cartridge was filled with 300 units of insulin. The customer loaded a new cartridge successfully and resumed insulin delivery. However, after delivering approximately 10 units of insulin, the insulin gauge displayed 130 units. Reportedly, cold insulin had been used to fill the cartridge. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 205 mg/dl.